Event description:
A report received from the USA stated an 840 ventilator stopped cycling while being used on a patient. There was no report of patient injury as a result of the event. No additional information is available at this time.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the breath deliver unit (bdu) printed circuit board (pcb) and upgraded the software to the current revision. The device passed the extended self-test (est), short self-test (sst) and the performance verification test (pvt); and was found to operate within manufacturing specifications. In the event that additional information is obtained, a supplemental report will be issued. (B)(4).